Event description:
Initial report. The patient is an (B)(6) previously healthy man who in (B)(6) 2010 developed acute urinary retention. The patient consulted dr (B)(6) at urologcentrum in (B)(6) on (B)(6) 2010 this year. Cystoscopy was then performed. On (B)(6) coretherm treatment for his bph was performed. On (B)(6), the patient came for follow-up at urologcentrum, and it was noted that the patient recently had left (B)(6) hospital in (B)(6) after an operation for an inflamed bladder diverticula. One can read from the journal from the visit june 16 that the diverticula was located ventrally and that the microwave treatment catheter probably had been placed in the diverticula and that the balloon for fixation thus had been inflated inside the diverticulum. The treatment should accordingly by accident have been performed within the diverticulum and not as intended in the prostatic urethra.

Event description:
Customer reportedly received results of 120 mg/dl on compact plus system 1 and 70 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in compact plus system 1 (lot number and expiration date unknown). Reference medwatch report with (B)(4) for the suspect device used in compact plus system 2.

Manufacturer narrative:
This medwatch report is for the suspect device used in compact plus system 1 (lot number and expiration date unknown). (B)(4). The strips were stuck inside the meter and could not be removed.